Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal reference#: (B)(4).

Event description:
It was reported that during the procedure, the cavity was viewed and noted to be large. Visibility was a bit of an issue, "clear but cloudy." During resection of a large polyp, a pop was heard. The tissue trap fell to the ground. Some tissue was lost. It was noted that some tissue has escaped the sock and occluded the bottom of the canister. No patient injury.